Event description:
It was reported a patient presented in the emergency room feeling dizzy and weak. There were several pacemaker mediated tachycardia (pmt) episodes on their pacemaker and the patient had tachycardia. Programming changes were made to restore normal parameters. The patient was stable.